Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 718 mg/dl due to her medication. Troubleshooting was declined for the high blood glucose. The patient was assisted with setting a temporary basal and changing her basal rate. The patient's blood glucose at the time of icall was 500 mg/dl due to her medication. The insulin pump was not returned for analysis.